Manufacturer narrative:
(B)(6). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during continuous renal replacement therapy treatment with a prismaflex machine and prismaflex set, the return line became disconnected from the patient without triggering an alarm. The patient had a large amount of blood loss (amount not specified) resulting in a decrease in hematocrit (hct) by 4 points. The required treatment for the event was to increase monitoring of the patient and blood draw requirements to follow hct levels. No additional information is available.